Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an extracerebral interventional procedure. Reportedly, when the plunger was removed, the suture was attached to the plunger needle but the suture came out of the anatomy. Two sutures were planned to be pre-placed prior to the procedure; however, as the reported issue occurred, the suture of only one proglide device was successfully pre-placed. The sheath was upsized to a 9f and the extracerebral procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture after the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.